Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitreous cutter malfunctioned (tip broken) during surgery. The device fell because of damage, and the broken part was removed from the eye within the same session. The procedure type was unknown. The procedure was completed on same day after replacing the product with another one. There was no patient impact.